Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2022 due to a infection. Approximately 237 days after the first surgery. The surgeon explanted stem 32/10, ø 36+3 cup, centered glenosphere, two locking screw, two standard screw and glenoid baseplate. The surgeon implanted two cortical screw, two locking screw, two standard screw, eccentric glenosphere, ø40+9 cup, glenoid baseplate and ø 36/12 stem.

Event description:
Patient was revised on (B)(6) 2022 due to a infection. Approximately 237 days after the first surgery. The surgeon explanted stem 32/10, ø 36+3 cup, centered glenosphere, two locking screw, two standard screw and glenoid baseplate. The surgeon implanted two cortical screw, two locking screw, two standard screw, eccentric glenosphere, ø40+9 cup, glenoid baseplate and ø 36/12 stem.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.